Event description:
It was later reported that the patient's lead is okay, most likely indicating that impedance is within normal limits. No other relevant information has been received to date.

Event description:
An implant card was later received noting the patient had a battery replacement. Per the physician, the reason for replacement was due to battery depletion. The explanted generator has not been received by the manufacturer to date.

Event description:
It was reported that the patient vns is malfunctioning and running out of battery. They have been referred for a battery replacement. The type of malfunction is unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.